Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours.

Event description:
Received info stating customer received multiple occlusion alarms. Customer's blood glucose level was high. Reportedly, the customer changes the cartridge every 72 hours.